Event description:
It was reported that upon unwrapping the battery at the user facility during the first attempt to charge the device, the battery was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device has not been returned for analysis at this time.

Manufacturer narrative:
The reported leak was not confirmed by a manufacturer repair technician. However, upon evaluation, discoloration/staining on the battery housing and holster was observed, which could have been perceived as leaking by the customer. Possible causes of the discoloration/staining include the age of the batteries and/or the storage conditions. The battery is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that upon unwrapping the battery at the user facility during the first attempt to charge the device, the battery was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.